Event description:
The user facility reported a 65-year-old patient needing mechanical circulatory support. It was reported that they encountered positioning issues. The pump got entangled in the mitral valve apparatus and had been unable to free it so the pump was left there on p2. They were then able to reposition the pump but encountered suction when having it on p4.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined. D6a and d6b revised from the initial manufacturer device report in accordance with updated procedures. E4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration. F6/f8-should have been left blank on the initial manufacturer device report number in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number. H6 medical device problem code 2170 was erroneously entered on the initial manufacturer device report number.